Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA. Reference the following medwatches with patient identifiers for the following systems: (B)(4)- compact plus system 1, serial number - (B)(4)- compact plus system 2, serial number - (B)(4).

Event description:
Customer reportedly received the following results, with two different meters, within 10 minutes: lo (<10 mg/dl), lo (<10 mg/dl), lo (<10 mg/dl), lo (<10 mg/dl), lo (<10 mg/dl), lo (<10 mg/dl), lo (<10 mg/dl), lo (<10 mg/dl), lo (<10 mg/dl) (compact plus system 1) and 123 mg/dl (compact plus system 2). No death or serious injury reported. Requested return of suspect device for evaluation and replacement was sent.